Event description:
The MFR received info of an instance where the customer inserted the "tail" of the exhalation port cap into the exhaust vent of the exhalation port on an invasive circuit assembly. There was no pt harm or injury reported.

Manufacturer narrative:
The invasive circuit assembly was not returned to the MFR. The reporter of the event confirmed the customer inserted the "tail" of the exhalation port cap into the exhaust vent. The device that was being used in conjunction with the invasive circuit assembly alarmed as designed to alert the caregiver of the event. The occlusion did not occur due to a mfg or packaging issue. A review of labeling for the invasive circuit assembly was performed by the MFR. The instructions for use states the following, "the exhaust vent on the exhalation port is designed to exhaust co2 from the pt circuit. Continuous flow is required for safe operation. Do not block or otherwise try to seal the exhaust vent on the exhalation port." And "before instituting mechanical ventilation, confirm the proper connection of the circuit and verify ventilator operation. Pt, ventilator, and circuit must be monitored on a regular basis according to established standards of care." The MFR concludes the reported event was the result of user error and was not caused by a deficiency of the product.